Event description:
The user is questioning the device functionality during use. The patient was not able to be resuscitated.

Manufacturer narrative:
(B)(4): product evaluation pending. Device serial number unknown at this time but will be reported at time of follow up.